Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy rash. The patient¿s physician advised to apply prednisone and vaseline to the area and to temporarily remove the lifevest for a few weeks for the skin irritation. Follow up indicated that the skin irritation improved.